Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Patient city: (B)(6). Patient country: switzerland.

Event description:
Reference number (B)(4). Event occurred in switzerland it was reported that the infusion set became unstuck a few hours after insertion due to the tape not sticking, event on (B)(6) 2026. No further information available.